Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable hdl and crep2 creatinine plus ver.2 results for an unknown number of patient samples that were accompanied by data flags over several days. Data was provided for one patient samples that was not flagged. The initial crep2 result was 0.75 mg/dl and was reported outside the laboratory. The doctor questioned the result because there was no history of low creatinine for this patient and the bun result was consistent with patient history. The same sample was repeated on another analyzer and the result was 2.29 mg/dl. This result was believed to be correct. There was no adverse effect or treatment for this patient. The crep2 reagent lot number was 25041701 with an expiration date of 01/31/2018. The field service representative could not find a cause. He checked the alignments, pump pressures, and rinse volumes. He ran precision studies and confirmed the instrument was performing to specifications. The customer stated that they found "floaties" in at least one of the samples. The field service representative also checked the three acu modules on cobas 8100 preanalytical/workflow system and found the buckets were improperly positioned in all. Upon follow up, the field service representative found there was a fluidic failure and intermittent dripping of the wash reagents into the reaction cells. He reseated the cell wash detergent tubings from the reagent bottles to the rinse mechanism and adjusted the rinse volumes. He observed the mechanism for an extended period of time to insure no dripping occurred. The customer repeated 22 samples and all repeat results matched the original results. The customer stated the field service representative also found an issue with the rinse mechanism. Afterward, she has not had any further erroneous results.